Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a visual inspection of the pump showed that the keypad was intact with no evidence of peeling or damage. The complaint of a keypad response issue was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was observed on the button contacts. A crack in the pump case was observed near the upper right corner of the display. A leak test confirmed a leak in the pump case. The case was opened and there was evidence of moisture corrosion on transceiver board, display board near keypad connector, and moisture on the display. Unrelated to the keypad complaint, the battery cap was observed to be damaged with a worn top. A test battery cap was able to tighten fully the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under-responsive. It was noted that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.